Event description:
A cerebral arteriogram was being performed on an outpatient basis. A dissection of the left vertebral artery occurred. The pt had to be put on anticoagulation and was hospitalized for five days. Pt subsequently had a false aneurysm and was hospitalized for an additional five days.